Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The dialyzer was primed properly. The leak was visually observed and the machine alarmed during the last 20 mins of treatment. The pt was re-transfused. It was noticed that there was a crack on the header of the dialyzer. Pt had no adverse effects and required no intervention. The actual sample was discarded. Companion samples are available for the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.